Event description:
Under-delivery with no pump alarm. The pump was programmed to deliver dilaudid at a concentration of 10mg/cc in a 500cc bag at a continuous rate of 28cc/hr. The rate was increased to 34cc/hr at an unspecified time, due to the pt's unrelieved pain. Twenty four hours after the infusion was initiated, a nurse noted that 720cc should have been infused, but only 100cc were gone from the bag. It was reported that the nurse could hear the device running, and the display was incrementing as though fluid were infusing. The pump was removed from clinical service and therapy was resumed on another pump with new tubing. There was no reported adverse pt event. Though requested, no further info was available.